Event description:
Caller states the patient tested 40 mg/dl on the inform system and 25 mg/dl on a comparison lab collected at the same time. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.